Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
During the implant attempt of the subject ventricular lead the r-wave amplitude could not be measured by a psa. The lead tip was repositioned at different sites, but the r-wave amplitude was unable to be measured from any of the tested sites. The same results were encountered after replacement of the alligator clips or re-connection of the psa, and also when a different psa was used. As blood had infiltrated into the proximal area of the lead, the physician discontinued the use of the subject lead. Another lead was implanted.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
During the implant attempt of the subject ventricular lead the r-wave amplitude could not be measured by a psa. The lead tip was repositioned at different sites, but the r-wave amplitude was unable to be measured from any of the tested sites. The same results were encountered after replacement of the alligator clips or re-connection of the psa, and also when a different psa was used. As blood had infiltrated into the proximal area of the lead, the physician discontinued the use of the subject lead. Another lead was implanted.